Event description:
It was reported to philips that the biomed found that the battery contacts were not secure. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 3 was found to be bent.